Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, a sharp point appeared and cut the liver causing tissue trauma. The hospital has reported no patient injury occurred.